Event description:
It was reported that an ilet user experienced nocturnal hypoglycemia with blood glucose values as low as 57 mg/dl and a separate morning low to 53 mg/dl after announcing a usual breakfast of pancakes and sausage; the device was synced and coaching was provided on meal announcements, hypoglycemia correction, and the option of a factory reset and secondary cgm target. Symptoms included asymptomatic low glucose readings without reported clinical sequelae. Outcomes included self-treatment with oral carbohydrates, including glucose tablets and orange juice, with recovery at home and no hospitalization. Investigation included remote review via device data synchronization and user troubleshooting and education. Investigation of this case revealed no device malfunction was identified based on available data and user reports. It was concluded that the cause of hypoglycemia was unclear and that continued monitoring and correct use of meal announcements and hypoglycemia treatment were appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.